Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08675 inches. No unexpected display glitches, missing segments, additional display anomalies noted during testing. No unexpected auto suspend alarms, dropping out of auto mode, or sensor and accepting blood glucose values noted. The pump will prompt a user to enter blood glucose and calibrate several times to enter auto mode and when auto mode requires a blood glucose to remain active if the auto mode blood glucose alert is turned on. This is normal pump programming operation to enter the auto mode if the menu selection is turned on (default setting; found on page 233 of the (B)(4) system user guide). No auto mode unexpected programming errors or operation anomalies noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump had blank display. The customer¿s blood glucose level was in 400¿s mg/dl at the time of incident. The customer reported that the insulin pump was getting suspended due to low sensor glucose value. The customer reported that she had high and low blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.